Event description:
It was reported that when the foley catheter was pretested in the operating theatre to be placed for urinary drainage and temperature control, sterile water leaked from the three-way portion, so it was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the four photo samples noted one opened (without original packaging) used silicone foley catheter with syringe. Visual inspection of the first photo sample shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the syringe. The second photo shows the trifurcation site, noted the inflation cap was disconnected. The third photo sample shows the inflation valve or cap with material number 119314 and manufacturing lot number ngjx0302. The fourth photo shows the product label with lot number myjy4512 and tray number 29030j14. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted the inflation cap was disconnected. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. Concentricity of catheter balloon is 80 20. The balloon deflated 10ml methylene blue solution within 44sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was pretested in the operating theatre to be placed for urinary drainage and temperature control, sterile water leaked from the three way portion, so it was not used. Per notification from investigator on 19dec2025, it was reported that the asymmetrical balloon was found during sample evaluation on (B)(6) 2025. Per notification from investigator on 24feb2026, it was reported that the inflation cap was disconnected was found during sample evaluation on (B)(6) 2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0302. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. Concentricity of catheter balloon is 80/20. The balloon deflated 10ml methylene blue solution within 44sec. This is within specification per inspection procedure (B)(4). Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was pretested in the operating theatre to be placed for urinary drainage and temperature control, sterile water leaked from the three-way portion, so it was not used. Per investigator's notification received on 19dec2025, it was reported that asymmetrical balloon was found during sample evaluation.